Manufacturer narrative:
(B)(4). Concomitant medical products: 00625006535 bone screw 6.5x35 self-tap 63651675; 11-301322-arcos con-474370; 11-301000- mod femoral prox-810870; 010000663- g7 pps ltd acet shell- 6289244; 110024463- g7 dual mobility liner- 690310; 11-300815- arcos 15x150mm spl tpr- 351720; 12-115110- cer bioloxd mod- 2912205; 00223200418- cable cerclage cable- 63989795; ep-200148 act artic e1 hip brg 28x42mm lot# 017610. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00867. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Patient underwent total right hip arthroplasty. Approximately 26 days later patient was revised due to infection. One year later patient was revised due to body spun out. Three months later patient was revised again where all implants were removed due to infection, due to continued infection on the last one. Attempts were made to obtain additional information; however, none was available.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.